Manufacturer narrative:
The insulin pump alarmed motor error during occlusion test due to faulty force sensor system. The pump was unable to perform occlusion test, prime test, excessive no delivery test or verify air bubble anomaly due to motor error alarm. The pump was received with normal operating currents and passed self-test, unexpected error test, rewind test, basic occlusion test and displacement test. Motor passed motor test. The pump had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.

Event description:
It was reported via phone call that they experienced air bubbles anomaly in the tubing. The customer's blood glucose value was 220 mg/dl. Troubleshooting was performed and customer was not able to resolve the issue. The product was returned for analysis.